Manufacturer narrative:
The service engineer (se) inspected the device and reviewed the diagnostic logs, the se reset the tubes between the flow sensor and the pressure solenoid (psol) printed circuit board assembly (pcba). The se performed extended self-testing on the device and all tests passed. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported during use that the 740 ventilator 'went inoperative on patient'. The patient was removed from the ventilator and placed on an alternate ventilator. The patient was not harmed or injured as a result of the reported event.